Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based off previous investigations, it is likely subcutaneous deployment, larger puncture sizes than indicated, or obstruction of the tip of the device may be possible causes for the reported event. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the angio-seal device anchor seemed to have been stuck in the sheath, it was not possible to place the anchor. The whole system was removed and hemostasis was achieved by manual compression. There was no blood loss. The patient was hospitalized due to the event. The patient was reported to be in stable condition. There was no harm reported, and there was no risk of serious injury upon reoccurrence, as the device was removed and the patient was treated as intended.